Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient stated on (B)(6) 2022, 911 was called because the patient's blood glucose was low. It was reported that the cgm was displaying 40 mg/dl but the bg was 15 mg/dl. The patient stated they were hospitalized and treated with glucose and sugar. At the time of the report, the patient stated they were still not okay after being hospitalized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the patient stated on (B)(6) 2022, 911 was called because the patient's blood glucose was low. It was reported that the cgm was displaying 40 mg/dl but the bg was 15 mg/dl. The patient stated they were hospitalized and treated with glucose and sugar. At the time of the report, the patient stated they were still not okay after being hospitalized."

Event description:
The patient's spouse reported the patient experienced a seizure on (B)(6) 2022. The cgm was reading 40 mg/dl and the blood glucose reading was 15 mg/dl. The patient reports being hospitalized and received glucagon. At the time of the report, the patient had been discharged and was still not okay.